Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a patient underwent a revision shoulder procedure on (B)(6) 2021 where an arthrex implant was removed. No further details, additional information has been requested. Additional information provided 08/19/2021: the date of the primary procedure was on (B)(6) 2021 for a left total shoulder arthroplasty. This procedure took place at (B)(6) surgery center, arthrex account # (B)(4). Revision for a left anatomic total shoulder arthroplasty to reverse shoulder arthroplasty took place at arthrex account # (B)(4) on (B)(6) 2021 where the following devices were explanted: ar-9301-02 (20.00960); ar-9301-47cpc (19.04096); ar-9347-20 (2797, 47/20); ar-9121-06 (17.01402).

Manufacturer narrative:
The complaint is not confirmed. Allegations states there was loosening of the humeral implants. The ar-9121-06 is a glenoid implant. Damage and abrasion were observed on the device, the cause of which is undetermined. No further abnormality was observed on the device that may have contributed to the humeral loosening.